Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tha surgery, that been performed on unknown date, the patient experienced an unspecified adverse event. The specific symptoms experienced by the patient remain unknown. This was addressed by conducting a revision surgery on (B)(6) 2025. The current health status of the patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the instructions for use document for total hip systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.